Manufacturer narrative:
The ecm and psm were returned to isi for failure analysis investigation. Engineering was unable to replicate the system error 23022. The ecm passed multiple brake test; however, during a wighted brake drop test of the psm, system error 23022 was generated and found to be associated with the psm's axis 2 brake. Axis 2 was replaced to repair the psm. Asix 1 was also replaced. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci si system logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Upon review of the da vinci si system log review, an intuitive surgical inc. (Isi) representative observed an 23022 error message indicating that a brake fault on a patient side manipulator (psm) and the endoscopic camera manipulator (ecm) occurred. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. There was no report of patient involvement or adverse outcomes. On september 20, 2014, a field investigation was conducted by an intuitive surgical, inc. (Isi) field service engineer (fse). Review of the site's system logs found multiple occurrences of system error 23022 and was associated with the ecm and a psm. The system was repaired by replacing the ecm and the affected psm.